Manufacturer narrative:
(B)(4). Insulin pump passed rewind, prime, seating, basic occlusion, force sensor and self test. However, and unable to perform the displacement test, occlusion tests or verify no delivery alarm due to missing reservoir tube o ring, missing retainer and broken reservoir tube lip. Insulin pump p cap test reservoir does not lock in place properly. Also, insulin pump had serial number label missing, missing display window corner, cracked keypad overlay, cracked battery tube threads, cracked case, broken belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries and crack from battery to bottom of the pump. The customer stated that insulin pump had unexplained random no delivery alarms, pump errors and 2-3 batteries a month battery life decreased. No harm requiring medical intervention was reported. The device will be returned for analysis